Event description:
On (B)(6) 2010 ra lead programmed off due to noise on ra lead - wi 40. He doesn't know when that programming was done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).